Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on 04/12/2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. Patient's mother noticed that the patient was incoherent and stumbling around. Patient's mother checked the patient's blood sugar level, which was in the 30's. Patient's mother gave the patient some juice. Patient's mother stated that the patient had the missed low because the receiver did not beep. Additionally, patient's mother tested the receiver's audio function and it did not beep. No further event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.